Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that device was observed assembled with a handle (03.231.018). However, functionality of the device cannot be assessed through photo evidence provided, therefore, the investigation could not draw any conclusion regarding the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the 13.0 protection sleeve for rafn retro/qc would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned sample found that the device was found assembled with handle (03.231.018). A functional test was performed trying to disassemble both devices and failed. However, jammed condition was not confirmed. Potential cause for this condition can be traced to user, according to event description, pieces were forced together even though they were not mating devices. A dimensional inspection was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the 13.0 protection sleeve for rafn retro/qc would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 03.010.502. Synthes lot # 195736. Supplier lot# 195736. Release to warehouse date:18 may 2023. Supplier: avalign technologies-nemcomed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1: initial reporter is j&j company representative h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an in-service with hospital staff on june 21, 2024, the two pieces were somehow jammed/stuck together, rendering them unable to be properly placed into the sets. Apparently one of the surgical technicians was trying to put the instruments together but forced these two pieces (that do not go together) inside one another. There was no patient involvement. This report is for one 13.0 protection sleeve for rafn retro/qc this is report 1 of 1 for (B)(4).